Event description:
It was reported that this right ventricular (rv) lead was found fracture during pacemaker replacement due to normal battery depletion. The pacemaker was programmed off and a micra pacemaker was implanted. This rv lead was electrically abandoned. No adverse patient effect were reported.